Event description:
It was reported that " the main issue was the bypass tube. It was very difficult to advance into the valve of the sheath, it would not go at all. The physician left the existing sheath in the body and pulled a new closure unit and deployed that into the existing sheath with much better ease. It was not smooth but easier than the first closure unit. There was no harm to the patient."

Manufacturer narrative:
(B)(4). Functional testing was attempted by inserting the bypass tube into the button valve. Severe resistance was confirmed. A device history record review was performed and no relevant findings were identified. The instructions-for-use (IFU) provided with this kit warns the user "if significant resistance is felt inserting the bypass tube into the manta sheath, remove the entire system and open a new device" and "if the manta delivery system becomes kinked during insertion into the sheath, remove the entire system and open a new device". Complaint of bypass tube resistance was able to be confirmed through sample investigation. Visual inspection revealed a kink on the closure device indicative of bypass tube resistance. There was no damage or tear on the button valve. Functional testing was performed in which the closure device was re-attempted to be inserted into the sheath and severe resistance was noted. A device history record review was performed and no relevant findings were identified. The IFU states "if the manta delivery system becomes kinked during insertion into the sheath, remove the entire system and open a new device". The current complaint rate for bypass tube resistance is (B)(4) (january 2026) which is within occurrence limits, therefore no escalation is required. Based on the information received, the most likely root cause for the bypass tube resistance is supplier related.